Manufacturer narrative:
Concomitant medical products: product ID 97755-s lot# serial# (B)(6) type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues with their controller and the issue began probably november or (B)(6) 2023; patient had been intermittently seeing replace controller batteries message. Patient stated the controller was unresponsive and it would not light up. Patient noted they put alkaline batteries in the controller and it would light up just fine but the controller wouldn't light up when plugged into the outlet with their battery pack. Agent walked patient through resetting their controller: patient confirmed controller powered on. Agent instructed patient to check for damage; patient verified no damage to recharger cord, recharger plug and recharger/paddle area. Agent isntructed patient to start a charge session; patient confirmed controller was at 80% and implant was at 90%. During the call, patient saw battery low replace the controller batteries soon message during charging session. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient mentioned their vision was a little bit impaired.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745, serial: (B)(6), product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.